Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss) on the associated pacemaker device. As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. An alert for the high out of range pace impedance measurement was observed on the remote monitoring system and the patient was brought into the clinic three (3) days later. The rv pace impedance was noted to have been around the 400 ohm range prior to the high out of range measurement. There was also some noise on the presenting electrogram (egm) but no oversensing was observed. The patient was noted to be rv pace therapy dependent. The patient does not remember a fall or anything that would have caused the sudden increase in the pace impedance. In response, the rv lead was surgically abandoned and replaced on the same day as the patient was brought into the clinic. No additional adverse patient effects were reported.